Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 495 mg/dl while wearing the pod for longer than 48 hours. Patient is unsure if the cannula went in the infusion site (arm) and the adhesive was not good. Patient could not find any information on the pdm however all he know is, he was high over the 3 days. As treatment he gave himself manual shots to reduce his sugar and put tape on to the pod to hold it in place.

Manufacturer narrative:
The needle mechanism assembly of the device was inspected and no abnormalities or deficiencies were found. No issues were found that could prevent the cannula from properly inserting. The adhesive was returned on the device. No deficiencies were found with the adhesive that could prevent it from sticking. While no problems were found with the device, the exact cause of the reported events could not be determined.